Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose of 520 mg/dl on january 07 2017. The customer¿s blood glucose level was 520 mg/dl at time of incident and current blood glucose level was 323 mg/dl. The customer¿s blood glucose level was 300 mg/dl. The customer was treated with syringes. Customer declined to troubleshoot the high blood glucose. The customer had symptoms such as sick and diabetic ketoacidosis. The customer was wearing the pump less than 48 hours prior to the hospitalization. The customer alleged pump was under delivering because does not know pump was working fine last week. The customer was advised to troubleshoot the pump to determine the high blood glucose and as a courtesy we can replace the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prim or compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Unit was received with dog chew marks on the case at the end cap area, peeling keypad overlay, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, scratched reservoir tube window and peeling address/serial number label.